Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's wife reported several cracks on her husband insulin pump. Customer's wife stated the cracks were by the reservoir and battery cap. The customer's wife also stated her husband has had problems with the no delivery alarm. The husband's blood glucose also rose to 400 mg/dl one night. Husband's blood glucose was 153 mg/dl at the time of the call. Customer is advised to disconnect from the insulin pump and revert to back-up plan. No additional information is provided